Event description:
Patient reported "inflammation on the right side that was punctured several times" and "seroma has already formed several times", "chest inflamed" and "high fever". Device status unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events inflammation/irritation and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, inflammation/irritation.

Event description:
Patient representative reported right side "frequently swollen lymph nodes in the chin and neck area", "tension in the breast, visible changes in the breast", "pain in the shoulders and back areas, constant breast pain", "recurrent hematomas on the shoulders caused by bra straps, recurrent hematomas in the lower breast area", and "rash". Patient representative additionally reported the following events, which are not device-related: "exhaustion¿, ¿fatigue¿, "joint pain", "hair loss", "massive sleep disorder", "limited libido", "brain fog", "extreme difficulty concentrating and forgetfulness", "weight loss", "panic attacks and anxiety at night", "frequent illness due to weakened immune system", "pale skin and severe dark circles", "imbalance", "sensitivity to light", "heart racing", "hormonal problems (early menopause and difficulty conceiving)", "digestion problems", "symptoms of breast implant illness (bii)", "depression", "autoimmune disease (dysregulation of the thyroid)", "massive headaches", "repeated loss of consciousness", "swollen hands, legs, feet", "frequent bladder infections, multiple candida infections, sinus infections", "spontaneous tingle, stiffness and numbness in the fingers". Right side device was intact upon explant. Bilateral capsulotomy and partial capsulectomy performed. Device has been explanted.

Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "inflammation on the right side that was punctured several times" and "seroma has already formed several times", "chest inflamed" and "high fever". Patient representative reported right side "frequently swollen lymph nodes in the chin and neck area", "tension in the breast, visible changes in the breast", "pain in the shoulders and back areas, constant breast pain", "recurrent hematomas on the shoulders caused by bra straps, recurrent hematomas in the lower breast area", and "rash". Patient representative additionally reported the following events, which are not device-related: "exhaustion¿, ¿fatigue¿, "joint pain", "hair loss", "massive sleep disorder", "limited libido", "brain fog", "extreme difficulty concentrating and forgetfulness", "weight loss", "panic attacks and anxiety at night", "frequent illness due to weakened immune system", "pale skin and severe dark circles", "imbalance", "sensitivity to light", "heart racing", "hormonal problems (early menopause and difficulty conceiving)", "digestion problems", "symptoms of breast implant illness (bii)", "depression", "autoimmune disease (dysregulation of the thyroid)", "massive headaches", "repeated loss of consciousness", "swollen hands, legs, feet", "frequent bladder infections, multiple candida infections, sinus infections", "spontaneous tingle, stiffness and numbness in the fingers". Right side device was intact upon explant. Bilateral capsulotomy and partial capsulectomy performed. Device has been explanted.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of visibility/palpability, hematoma, pain, autoimmune/connective tissue disorders - ndr, pain - ndr, varied injuries - ndr, rupture, edema - ndr, lymphadenopathy, neurological symptoms - ndr, skin rash/dermatitis, sensation increase/decrease - ndr, malaise - ndr, headache - ndr, fever - ndr, depression - ndr and infection (unknown onset) ¿ ndr. Was requested on august 22, 2023. Lot number 1791358can be observed on the device. Visual analysis of the photographs identified: visibility/palpability: unable to observe since it is not related to the device. Hematoma: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Autoimmune/connective tissue disorders ¿ ndr: not applicable as the event is not related to the device. Inflammation/irritation: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Varied injuries ¿ ndr: not applicable as the event is not related to the device. Rupture: no observed. Edema ¿ ndr: not applicable as the event is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. Neurological symptoms ¿ ndr: not applicable as the event is not related to the device. Skin rash/dermatitis: unable to observe since it is not related to the device. Sensation increase/decrease ¿ ndr: not applicable as the event is not related to the device. Malaise ¿ ndr: not applicable as the event is not related to the device. Headache ¿ ndr: not applicable as the event is not related to the device. Fever: unable to observe since it is not related to the device. Depression ¿ ndr: not applicable as the event is not related to the device. Infection (unknown onset) ¿ ndr: not applicable as the event is not related to the device. Additional observation: red particles observed on the surface of the shell. No further actions are required as no manufacturing issues are observed.